Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Performed a visual inspection on the returned sensor, and no issues were observed. The sensor was placed into the test fixture and an attempt to scan the sensor with the evaluation module (evm) and extract the data, was unsuccessful. The sensor was de-cased and no issues were observed upon visual inspection of the printed circuit board assembly (pcba). The returned battery was measured and found to be out of specification range. The battery was unsoldered from the pcba, the sensor was placed back into the test fixture and attempts to scan were still unsuccessful. An extended investigation was conducted. A visual inspection on the returned de-cased sensor revealed that the antenna and molex were removed from the pcba, leading to the data not being able to be extracted. The visual inspection revealed that the antenna and molex had been damaged during de-casing and was unable to be re-soldered/repaired due to the solder pads coming away from the pcba. This damage will render the antenna unable to communicate and the functionality testing cannot be performed without the antenna connected. Adc is unable to continue the investigation as sensor is no longer in its original condition or a condition to perform functionality testing. Therefore, this issue is unable to test. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction as section (UDI) was deemed invalid. The information is updated.

Event description:
A webform complaint was received in which it was reported a customer received a "check again in 10 minutes" message on the adc device and was unable to obtain readings. As a result, customer received treatment of juice, sugar, and/or food provided by a non-healthcare professional. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6)was returned and investigated. Performed a visual inspection on the returned sensor, and no issues were observed. The sensor was placed into the test fixture and an attempt to scan the sensor with the evaluation module (evm) and data extraction was unsuccessful. De-cased the sensor and no issues were observed upon visual inspection of the printed circuit board assembly (pcba). The returned battery was measured and found to be out of specification range. An extended investigation was conducted. Performed a visual inspection on the returned de-cased sensor revealed that the antenna and molex was removed from the pcba. Unable to extract data as antenna and molex are disconnected from the pcba. A visual inspection on the returned sensor's pcba revealed that the antenna and molex had been damaged during de-casing and unable to be re-soldered/repaired due to the solder pads coming away from the pcba. This damage prevents the antenna to communicate, and the functionality testing can not be performed without the antenna connected. The adc is unable to continue the investigation as sensor is no longer in its original condition or a condition to perform functionality testing. Therefore, this issue is unable to test. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "check again in 10 minutes" message on the adc device and was unable to obtain readings. As a result, customer received treatment of juice, sugar, and/or food provided by a non-healthcare professional. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this e vent.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "check again in 10 minutes" message on the adc device and was unable to obtain readings. As a result, customer received treatment of juice, sugar, and/or food provided by a non-healthcare professional. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "check again in 10 minutes" message on the adc device and was unable to obtain readings. As a result, customer received treatment of juice, sugar, and/or food provided by a non-healthcare professional. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.